Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a patient had a peripherally inserted central catheter (PICC) line implanted on (B)(6) 2016. The patient presented to the emergency department on (B)(6) 2016 with a leaking PICC line. The patient was admitted to the hospital and a surgical procedure performed to remove and replace the leaking PICC line. A section of the device did not remain inside the patient¿s body.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, device history record, specifications, quality control, trends and visual inspection of the returned device was conducted during the investigation. The device was returned for evaluation. Visual inspection noted the tubing was partially separated at the purple hub. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and results of the investigation a definitive root cause could not be determined. Measures have been previously initiated to address this failure mode. Monitoring for similar complaints will continue.